Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was used, at the time of connecting the reservoir it could not be activated. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2020. Additional information: sample was not available for evaluation; therefore, reported event is not verified. However, it is documented, in addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, the reported defect by the customer could not be evaluated. Or related to manufacturing process. In addition to, there was no sample available for evaluation.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 8/28/2020.